Event description:
This rv lead was implanted on (B)(6)2012 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that diaphragmatic stimulation is noted on this lead when patient is in upright position and it is constant. The physician was dr. (B)(6) at (B)(6)hospital and health. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).